Manufacturer narrative:
The manufacturer received information in relation to a dreamst (B)(6). The device was returned to a third-party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded also corrosion on metallic surface was observed with dust and dirt. Device was scrapped at customer's request.analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information in relation to a dreamst st30 device alleging the device power connector was corroded, and unit cannot be power on to collect the error log, machine hours, error code numbers or software version. There was no patient harm or injury. During the evaluation of the device, the third-party service center visually inspected the device and found no visible foam particles. There were secondary findings that the unit cannot be powered on in order to be able to collect the error log, machine hours, error code numbers and software version. The power connector of the unit was corroded and corrosion on metallic surfaces, dust and dirt was observed inside the device. The customer's complaint could not be confirmed. In addition, the device was scrapped.